Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that there is presence of foreign material clogging the device nozzle. This is attributed to insufficient cleaning. Due to clogging of nozzle, water removal ability does not meet the standard value. Other observations for the device: due to wear of angle wire, bending angle in up direction and play of up/down (u/d) knob do not meet the standard value; distal end rubber coating (a-rubber) adhesive has a crack, white-clouded area, and a chip; adhesive around objective lens is peeled and has white-clouded area; objective lens has a crack; adhesive around light guide (lg) lens has white-clouded area; lg lens has a crack; distal end cover (c-cover) has a dent; mouthpiece is loose; color rig has a crack; switch (sw) sw1 has wear; connecting tube has a dent and a wrinkle; indication on scope connection is peeled; scope cover plate has peeling; universal cord has a wrinkle; grip is shaved; control unit is shaved; paint on suction cylinder is peeled; and protector of universal cord, universal cord, and connecting tube have a scratch. The user¿s complaint of poor air/water supply was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available. When the foreign material adhered to the device is not known. Pre-cleaning information: it is not known if there was no delay to the start of pre-cleaning nor if the device was soaked in cleaning fluid. The air/water nozzle was flushed with water and air. Information on manual cleaning: the air/water nozzle was flushed with detergent solution.

Event description:
Customer returned the evis lucera gastrointestinal videoscope device for evaluation and repair of a poor air/water supply issue occurring during an unknown diagnostic procedure. The procedure was completed with the same device. The poor air/water supply impacted the cleaning of the lens; however, no information is available on delay, if any. The device was inspected prior to use. There is no harm or adverse impact to the patient. Upon evaluation of the returned device, it was observed that there is presence of foreign material clogging the device nozzle. This is attributed to insufficient cleaning. Due to clogging of nozzle, water removal ability does not meet the standard value. This medwatch is being submitted for the reportable issue of presence of foreign material clogging the device nozzle as observed during device evaluation.